Manufacturer narrative:
Concomitant medical products: product ID: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency department and sedated with a paralytic. Right ventricular (rv) lead pacing spikes with no capture was observed by the health care professional. The rhythm was regular then irregular with no spikes. A remote transmission was sent that showed atrial sensing and ventricular pacing on the current electrogram. Rv lead remains in use. No patient complications have been reported as a result of this event.